Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer reports primary gravity set is disconnecting from maxplus connector in the or. No patient harm or medical intervention occurred. No further patient/event information was reported.